Event description:
It was reported that there was high rv (right ventricular) threshold, which lead to early eri (elective replacement indicator). The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 250-21h tissue valve, implanted: (B)(6) 1990. (B)(4).